Event description:
A malfunction alarm occurred, indicated by malfunction code 16, and it was noted that there had been no notable events prior to this malfunction. The customer¿s blood glucose impact was unknown as the customer declined to provide information. Technical support arranged for a replacement pump. The customer understood how to switch the pump to storage mode and was instructed to return the malfunctioning pump with a pre-paid label within 10 days. To ensure continuation of insulin delivery, the customer planned to use multiple daily injections as a backup therapy.